Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient felt uncomfortable stimulation in the left rib cage/flank when turned on. The rep reported that the patient fell in january and sprained her ankle. The rep reported that a fluoro shot confirmed that the lead was more lateral. Impedances were noted to be fine. The rep reported that the reprogrammed the patient using the right lead, which provided left leg coverage, which was what the patient wanted. The issue was resolved. No further complications were reported.